Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+b) result from their elecsys 2010 analyzer. The patient's initial hcg+b result from an aliquot cup was <0.100 miu/ml accompanied by a data flag. This result was reported outside the laboratory as <1 miu/ml. The primary tube was then tested and the result was 140.7 miu/ml. The customer deemed this result to be correct and was issued as an amended report as 141 miu/ml. The original aliquot was retested and the result was 144.4 miu/ml. The patient was not adversely affected by this event. The hcg+b lot number was 16015003 and the expiration date was 01/31/2012. The field service representative could not determine the cause of the event. Performance testing was done with results within specification.

Manufacturer narrative:
A specific root cause could not be identified. Calibration signals were within expectations. Quality controls were within the customer specific ranges and roche ranges. Analyzer performance checks performed after the event passed successfully. Based upon the information provided, the customer is pouring samples from a primary sample tube into a secondary sampling tube. Sample transfer by pouring is not recommended. The customer indicated sometimes they find bubbles in their pour off tubes. This is a possible cause of the event. In addition, the customer is not following the tube manufacturer's recommendations for sample processing. Specifically the number of tube inversions is too low, and the centrifugation speed is too high. This is also a possible cause of this event. Finally, the alarm trace from the analyzer indicated a system bottle changeover occurred within approximately 2 minutes of when the initial sample was processed. This could also possibly contribute to the low result. The patient was not adversely affected by this event.